Event description:
It was reported that the lens would not fold properly. There was no pt contact.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.